Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event could not be determined. Based on similar reports, this type of tip breakage of a probe is most likely related to the operator's technique. The instruction manual contains several warning statements to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
It was reported to the service center that a tip of a thunderbeat hand-piece (probe) broke off and fell into a patient during an unspecified procedure. The physician retrieved the piece and it was reported there was no patient injury.